Manufacturer narrative:
Per the tandem user guide: ¿only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48-50 mg/dl. Customer consumed carbohydrates and suspended insulin to address bg. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.